Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, undersensing, that is suspected to be patient related, was noted on the device. No further intervention was performed at this time and the patient was stable with no adverse consequences.